Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level in the range of 400 to 500 mg/dl. Customer stated that the battery compartment was cracked. Customer was not feeling enough well for high blood glucose troubleshooting. Customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Alleged high bgs. Device passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, p-cap locks properly into the reservoir compartment and dat at 0.0810 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, and label damage. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high/low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.